Manufacturer narrative:
Initial reporter name and address: phone number (B)(6).

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1122 error code. There was no patient involvement when the issue occured. No patient or user harm reported. A philips field service engineer (fse) noted that there was an error code 1122 fault, and that the blower was overheating. It was reported that the blower bearings were making a noise and having heat issues. The blower assembly was replaced, and the device was returned to service.